Manufacturer narrative:
(B)(4). The reported leak was unable to be verified or duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leak during patient use of a mini cap transfer set. According to the report, the liquid "cannot be stopped even if closing the clamp." This event occurred during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13g11056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted